Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that with respect to the transfer issue, the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method and result codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis of the spine software was initiated regarding the allegation of inaccuracy. Analysis revealed that with respect to the inaccuracy issue, the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9733686, sw version: (B)(4). Please reference regulatory report number : 1723170-2019-04768 for system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cervical spine procedure. It was reported that they took a spin with the imaging system and it displayed an inaccuracy. This seems to happen with the first spin of the day. The subsequent spin does not seem to have inaccuracy issues. Delay was less than an hour. There was no impact on the patient outcome. Additional information was received on 2019-08-22 stating that they took a spin with the imaging system and it displayed a transfer error dialog. This seems to happen with the first spin of the day. The subsequent spin the transfer issue goes away. The issue extended the surgical time by 20 minutes. This case did result in a perceived inaccuracy. Additional information was received on 2019-09-06 stating that the surgeon reported that he thinks the frame was moved in these cases which resulted in the inaccuracies. Additional information was received on 2019-09-09 stating that there was a 3-4mm inaccuracy. A second registration spin which cleared the issue. The case was continued as planned.